Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system - controller 2.0 model #: 1420 / catalog #:1420 / expiration date: 31-aug-2019 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 27-aug-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited electrical and high watt alarms and the ventricular assist device (vad) driveline had a possible fracture. The vad and controller remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the controller exhibited electrical fault alarms.

Manufacturer narrative:
Product event summary: one controller and one pump were not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the log files revealed an electrical fault alarm, and a high watt alarm logged on (B)(6) 2019. The electrical fault alarm was logged at 11:08:39 due to an open phase in the rear stator, causing the pump to run on the front stator only. This likely triggered the subsequent high watt alarm, due to the increased power consumption required to run on a single stator. As a result, the reported electrical fault and high watt alarm events were confirmed. Based on the available information, a possible root cause can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The reported driveline fracture event could not be confirmed due to insufficient evidence. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline fracture event may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Additional products: serial: (B)(4). Device evaluated by manufacturer: yes. FDA method code(s): 4112, 4114. FDA results code(s): 3213. FDA conclusion code(s): 4315. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.